Event description:
It was reported that customer experienced alarm 9 while using pump, with blood glucose reading displayed as high but exact value unknown. Customer gave correction insulin by injection, requested replacement infusion set and cartridge, and was educated not to overfill cartridge and to follow loading instructions; technical support reviewed filling and loading steps, advised checking pneumatic tap and using cartridges from a different box if issues recurred, and customer understood and agreed to call back if problem happened again.